Manufacturer narrative:
B3: (B)(6) 2018. B4: 10/aug/2018. G4: 31/jul/2018. Correction: d10, h3 part returned for evaluation. Follow up 1 failed ack 3; resubmitted as follow up 2. The power supply was returned for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. During testing the unit would operate on battery but not mains. Found f3 fuse was open and fuse was replaced. The f3 fuse open prevented the power supply from operating on ac mains. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10 the power supply was returned for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. During testing the unit would operate on battery but not mains. Found f3 fuse was open and fuse was replaced. The f3 fuse open prevented the power supply from operating on ac mains. H11 g1 - manufacturer contact office updated.

Event description:
The customer reported the device shut down and alarmed while in use. No patient harm reported.